Event description:
It was reported that the external pulse generator was malfunctioning, that it shut off instantly. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the generator shut itself off. Analysis did find that the upper case, lower case, heart lead flex and battery drawer were broken, that the battery release, ring cover and heart block were contaminated, that the battery contacts were compressed and that the side bails and side bail covers were missing. (B)(4).